Manufacturer narrative:
On 23 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 15 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. During this operation, secondary resurfacing of patella was also performed. A secondary patellar resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of persistent anterior pain. Batch review performed on 29 december 2016. Lot 142521: (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient complained of anterior knee pain and instability. The discrepancy was confirmed during revision surgery. Size 3 resurfacing patella was inserted. The 10mm insert was replaced with a 14mm one.